Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) pace counters of 80% despite being programmed for left ventricular (lv) only pacing. Boston scientific technical services (ts) reviewed device data and noted intermittent atrial fibrillation resulting in atrial tachy response (atr) that in turn triggered bi-ventricular fallback pacing. The physician believes the unintended rv pacing resulted in the patient's worsening condition. Per ts suggestion rv pacing output will be reprogrammed to a sub-threshold level to prevent any further instances of unintended pacing. No additional adverse patient effects were reported. This system remains in service.